Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 6 years, 8 months, and 10 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve required intervention due to stenosis and a valve in valve was completed successfully using a 20mm sapien 3 ultra resilia valve.